Manufacturer narrative:
The display was missing segments due to an problem isolated to the liquid crystal display board. The battery tube threads and case were cracked. However, the insulin pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery tests.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 671 mg/dl at the time of the event. Troubleshooting was performed. No insulin exited during the prime test. Nothing further was reported.